Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device was error code 1000. The error code 01000 is a defib failure code. No pt involvement.